Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first occurred around 3 months prior to contacting lfs, at 5:00am . The patient stated that 1 hour prior to this, at 4:00am he developed symptoms of ¿different types of movement in body and neck and confused¿. He stated that at 5:00am he obtained alleged inaccurate high blood glucose results of ¿105 or 107mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with ¿metformin 1000mg and lantus insulin on a sliding scale¿. The patient stated that his sister called emergency medical services (ems) and they took a blood glucose reading on their meter which gave a low result (patient does not recall the exact number). He received unspecified IV fluids from an hcp and was monitored until he recovered. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.